Event description:
Additional information received identified the patient's scs ipg was explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported being unable to establish communication between her scs ipg and charging system. It was also reported the patient has not charged in 4 months. A sjm representative confirmed the issue with external devices as the issue remained and the programmer gave a "battery low stim off" message. The patient received a replacement charging system to no avail. Surgical intervention will be taken at a later date to address the issue.